Event description:
As reported, the 6mm angioguard filter couldn't be released, and the release sheath was torn. The case was completed by replacing the device with a non-cordis device. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities were noted about the device prior to use. Upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. No difficulty was encountered when flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub. The anti-migration clip closest to the filter introducer was left in place until the filter basket was docked into the deployment sheath. No difficulty was encountered while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The capture sheath coil dispenser was flushed according to the IFU. The intended procedure was for internal carotid artery stenosis, with the target lesion being 90% stenosed. The device did not pass through the carotid bifurcation without difficulty due to the tortuosity and calcification of the vessel. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 6mm angioguard filter couldn't be released, and the release sheath was torn. The case was completed by replacing the device with a non-cordis device. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities were noted about the device prior to use. Upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. No difficulty was encountered when flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub. The anti-migration clip closest to the filter introducer was left in place until the filter basket was docked into the deployment sheath. No difficulty was encountered while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The capture sheath coil dispenser was flushed according to the IFU. The intended procedure was for internal carotid artery stenosis, with the target lesion being 90% stenosed. The device did not pass through the carotid bifurcation without difficulty due to the tortuosity and calcification of the vessel. A non-sterile unit of a ¿rx/6mm basket diameter/180cm¿ was received for analysis. The returned components are the deployment sheath and the ecgw system with the filter partially deployed. The rest of the components were not returned for analysis. The ecgw system was received inserted inside the deployment sheath. A buckled condition was seen located approximately 26 cm from the distal tip with a length of 10 cm. No other outstanding details were seen on the returned part. Functional analysis was performed by trying to slide the deployment sheath proximally to deploy the filter basket, however resistance was encountered due to the buckled condition and the filter basket did not deploy. The filter basket was magnified with a vision system to perform the evaluation. As a result of this inspection no anomalies or damages were seen neither on the filter struts nor on the membrane walls. The reported issue of "delivery system-tracking difficulty" could not be replicated in a laboratory setting; therefore, the cause of this event is still undetermined. The event "delivery system-frayed/split/torn" was not seen during the evaluation. However, the reported issues of "delivery system-deployment difficulty-unable" and "deployment sheath-premature peeling" were seen during. The exact cause of these two issues cannot be determined. However, premature peeling can occur due to friction between the deployment sheath and a guiding sheath smaller than 8f or an interventional sheath introducer smaller than 6f. The concomitant device size recommendations are documented in the instructions for use (IFU). If the deployment sheath prematurely peels in a buckled fashion, sliding the deployment sheath proximally to deploy the filter basket can become difficult. Users are trained to inspect the device thoroughly for any damage before and during use. Damaged products must not be used. Safety-related information is included in the product labeling to inform users about associated risks. According to the IFU, although not intended as a mitigation of risk mitigation, users are instructed to: ¿an 8f (2.7 mm) (.088¿ minimum ID) guiding catheter or a 6f (2.0 mm) interventional sheath introducer is recommended to facilitate removal. Deploy the filter basket by sliding the deployment sheath proximally while maintaining guidewire position." Based on the available information, there is no evidence to suggest these events resulted from device design or manufacturing issues, therefore, no preventative or corrective will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6 mm angioguard filter couldn't be released, and the release sheath was torn. The case was completed by replacing the device with a non-cordis device. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities were noted about the device prior to use. Upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. No difficulty was encountered when flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub. The anti-migration clip closest to the filter introducer was left in place until the filter basket was docked into the deployment sheath. No difficulty was encountered while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The capture sheath coil dispenser was flushed according to the IFU. The intended procedure was for internal carotid artery stenosis, with the target lesion being 90% stenosed. The device did not pass through the carotid bifurcation without difficulty due to the tortuosity and calcification of the vessel. The device will be returned for evaluation.